Manufacturer narrative:
Device added to section d11 the device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed as the device is pending receipt. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Event description:
A supplemental report is being submitted to report additional information received: the coil was reported to be difficult to detach, it released incorrectly. The end of the coil remained in the lumen of the artery, which thrombosed. The coil detached on its own after it dropped in the a2 after a kind of stretching (elongation) during the headway pull back. During retracting, the coil and catheter jumped. After the procedure, patient condition was fine. He went to the ICU for a very close monitoring. Physician needed to retreat him on (B)(6) 2024. A new clot was present at the proximal end of the lvis. Patient is stable but still in ICU. See h11.

Manufacturer narrative:
Items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions ¿ the mcs is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. ¿ if a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously. Detachment of the mcs coil 32. When the v grip® detachment controller is properly connected to the v trak® delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will slowly flash green. Both flashing green and solid green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the connection has been made. If the connection is correct and no green light appears, replace the v grip® detachment controller. 34. Push the detachment button. When the button is pushed, an audible tone will sound and the light will flash green. 35. At the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. If the coil does not detach during the detachment cycle, leave the v grip® detachment controller attached to the v trak® delivery pusher and attempt another detachment cycle when the light turns green. 36. The light will turn red after the number of detachment cycles specified on the v grip® labeling. Do not use the v grip® detachment controller if the light is red. Discard the v grip® detachment controller and replace it with a new one when the light is red. 37. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the implant did not detach, do not attempt to detach it more than two additional times. If it does not detach after the third attempt, remove the delivery system. Procedure/medical information review: imaging review, (B)(6), md, (B)(6)/2025: three radiographic images are submitted (they were embedded into an email). They are not labeled as to time or date. Thumbnail_img_(B)(6): left ica ap subtracted dsa, with contrast. An approximately 5 mm acom wide neck aneurysm is filled with coils. The embolization microcatheter is still in position inside the aneurysm. Thumbnail_img_(B)(6): left ica ap subtracted dsa, with contrast. The microcatheter has been removed. The tail of the coil mentioned in the complaint extends from the aneurysm to the proximal right a2. No clot is seen. Thumbnail_img_(B)(6): left ica ap subtracted dsa, no contrast. The ghost of the coils inside the aneurysm is seen as a subtraction artifact. Proximal and distal markers of a stent extending from the left a1 to the right a2 are very faintly seen as subtraction artifacts. These images do not explain why the alleged detachment problem with the coil occurred. Three radiographic images were provided for review. They are not labeled as to date or time. Review of the images is as follows: thumbnail_img_(B)(6): left ica ap subtracted dsa, with contrast. An approximately 5 mm acom wide neck aneurysm is filled with coils. The embolization microcatheter is still in position inside the aneurysm. Thumbnail_img_(B)(6): left ica ap subtracted dsa, with contrast. The microcatheter has been removed. The tail of the coil mentioned in the complaint extends from the aneurysm to the proximal right a2. No clot is seen. Thumbnail_img_(B)(6): left ica ap subtracted dsa, no contrast. The ghost of the coils inside the aneurysm is seen as a subtraction artifact. Proximal and distal markers of a stent extending from the left a1 to the right a2 are very faintly seen as subtraction artifacts. These images confirm that the coil extended out of the aneurysm as described in the reported event; however, they do not explain why the alleged detachment problem with the coil occurred. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
Imaging review included in h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil migration as potential complications associated with use of the device.

Event description:
It was reported that, the coil was well in place in the aneurysm (ruptured the day before). When the doctor pulled the catheter out, the coil came with it and extended out of the aneurysm. It was impossible to put it back in place, and after a few quick movements, the coil dropped partially into the a2 artery, making a loop. Following the rapid appearance of a clot, a lvis evo stent had to be used to push the coil against the wall. The patient is now on cangrelor and will be put on brilick.

Event description:
A supplemental report is being submitted to report additional information received: no device is available for return evaluation as the coil remains inside the patient partially inside the aneurysm and a little bit outside. Pt demographic information is included in the following sections: a2, a3a, and a4.

Manufacturer narrative:
The device was reported to remain within the patient. No portion of the device was available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If additional information is received, microvention, inc., will submit a supplemental report.